Event description:
It was reported that during preparation for a stenting treatment procedure, a foreign material was identified. The physician was prepping a 2.50x24mm promus element stent when a fiberous white material was noted at the guide wire exit port. The device did not contact the patient and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).